Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer checked blood glucose value 2hrs later and it was 680mg/dl and was 343 mg/dl at the time of the incident and current blood glucose was 570 mg/dl and increase insulin by 2 units if blood glucose was over 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer had symptoms thirsty and urinating quite a bit, and drinking water. The customer was treated with insulin pump and syringe. Customer will not return device for analysis.